Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-op.

Event description:
It was reported the patient had an unrelated surgical procedure where the device was not placed into surgery mode. Subsequently, the ipg could not communicate with external devices. Troubleshooting to recover ipg was attempted by an abbott representative to no avail. Clinician programmer (cp) logs displayed that the ipg was in service app mode, the cp attempted to recover the ipg from service app multiple times without success. Surgical intervention to address this issue may take place at a later date.

Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated.